Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported the sleeve would not lock on to 125 or 130 degrees. The surgeon lined up the dots and had to hold it in place to continue the surgery because the target device would not lock into place. When the rep got the target back to the office, he noticed that the ridges on the bottom looked like they were chipped off.